Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 300cc saline prosthesis and experienced deflation post procedure. As a result, replacement with mentor gel implants was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/29/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 300cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.8 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 9/6/2018 mentor became aware that the lot number field was erroneously left blank from the supplemental report submitted on 8/2/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with the field experience report on (B)(6) 2018. The lot number, concomitant product, and event date were obtained. The implant date was updated. When the device was explanted, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant product: lot #165017. (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 9/19/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).